Event description:
Boston scientific crm received information that the patient with this dextrus right ventricular lead experienced a fall. A system check found the lead exhibited loss of capture, no r-wave measures, and an increase of impedances up to 1670 ohms. In a revision procedure the pacemaker setscrew was noted as not fully tightened down on the lead pin. Once the setscrew was tightened, normal measurements were confirmed. All products remained in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.